Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose weas 20 mg/dl. The customer's daughter stated that the customer was experiencing issues with calibrating the insulin pump as well. The customer's daughter confirmed that the issue did not result in a serious injury or hospitalization. The customer reportedly was in a very disoriented state. The customer's daugther explained that the paramedics were called and ensured that the customer had orange juice and a peanut butter sandwich. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.